Manufacturer narrative:
(B)(4). This complaint for connection issue was not confirmed. Since the lot number is unknown, no batch review will be performed. Root cause was undetermined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During follow up on an unrelated complaint for a check lines and bags alarm, corporate product surveillance (cps) received a report from a home patient (hp) who said that a couple days ago the supplies "came apart." The hp clarified that the bag separated from the cassette. The hp said she was using luer lock supplies. She did not see anything unusual with the supplies and did not know have any idea how they came apart. No damage was noticed. The hp said she was in prime and never connected. No additional information could be obtained on the supplies used. The patient was involved but there was no serious injury or medical intervention indicated at the time of the initial report. This complaint will address the separation of the cassette.

Manufacturer narrative:
(B)(4). The sample not available and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.